Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided bd material 300294 and lot numbers 2009508 and 2012504. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, leakage was observed through the plunger rod component. Root cause could not be determined through analysis of the pictures. H3 other text : see h.10.

Event description:
It was reported that 10 bd discardit¿ ii 10 ml syringes experienced leakage past the stopper. The following information was provided by the initial reporter: hi there has been a complaint of blood leakage from discardit 10ml 21g where blood is leaking from plunger. They are facing this issue with 4 to 5 syringes per box..

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2009508. Medical device expiration date: 2025-08-31. Device manufacture date: 2020-08-31. Medical device lot #: 2012504. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-12-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd discardit¿ ii 10 ml syringes experienced leakage past the stopper. The following information was provided by the initial reporter: hi there has been a complaint of blood leakage from discardit 10ml 21g where blood is leaking from plunger. They are facing this issue with 4 to 5 syringes per box.